Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission with multiple stored vt/vf episodes showing noise on the rv lead. The noise oversensing triggered anti-tachycardia pacing (atp) and appeared to induce ventricular tachycardia (vt). The vt persisted for about four seconds before an inappropriate shock was delivered and converted the rhythm back to sinus. Lead replacement was discussed. The patient was stable.

Event description:
New information received notes that the lead was explanted and replaced. The patient had no adverse consequences and was discharged after the procedure.